Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Shunt valve defect (preoperative testing).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was a precision valve with 4 dots. The valve was hydrated for about 36 hours. The valve was visually inspected; the proximal connector was slightly bent. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-5494 with lot ctpbdc, conformed to the specifications when released to stock in 11th january 2016. No root cause could be determined as the valve functions. The slight bend in the proximal connector did not have an impact on the device; it could not be determined how this happened. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.